Manufacturer narrative:
The customer found disconnected tubing on the bottom of the red blood cell (rbc) bath that caused the leak. The tubing was disconnected from the drain port. The customer reattached the tubing and the instrument ran without leaks or errors. (B)(6).

Event description:
The customer reported an uncontained diluent leak of less than 20 cc from a coulter lh 500 hematology analyzer during startup. There were low vacuum error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.